Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump was damaged. Customer also reported short battery life issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer mentioned that the pump functionality was not affected. Customer was not using the pump with audio and vibrate mode enabled. Customer did not receive any alarm. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 17.0 received the lowbatteryalert (104) on (B)(6) 2025 03:21:00 faster than expected at 2.81 days. Battery cycle 16.0 received the lowbatteryalert (104) on (B)(6) 2025 07:46:00 faster than expected at 2.87 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2025 10:44:00 after more than 7 days at 11.02 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit passed the sleep current measurement and active current measurement. No low battery alarms or unexpected battery power loss noted during testing. Pump received with normal operating currents. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and electronic housing unit. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, scratched case, pillowing keypad overlay, cracked case, stained keypad overlay, and cracked case-corner of belt clip rails. In conclusion, customers alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. In addition, moisture damage was also found on the electronic assembly and electronic housing unit. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.